Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 160, 128, 287, 187, 75, 192 mg/dl. Tests were done within 10 minutes with difference of 49%. Pt did not experience any adverse events. No further info has been reported.